Event description:
It was reported that guidewire fracture occurred. The patient presented with claudication and underwent a left leg angiogram. The target lesion was located in a moderately tortuous and moderately calcified left iliac artery. After an s/s xch/035/180 amplatz super stiff guidewire was crossed the lesion. A 10.0 x 40 x 75cm express ld iliac / biliary stent was advanced for treatment. However, during the deployment of the stent, the entire device was crimped and the guidewire frayed. The physician then deployed an additional express ld iliac / biliary stent to cover it and the procedure was completed. No patient complications were reported. The patient's status was stable.